Event description:
It was reported that the keypad on the insulin pump was unresponsive. The customer's blood glucose was not known. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received no button response due to flattened act button dome switch. The insulin pump was received with minor scratches on the display window, cracked battery tube threads, a cracked reservoir tube lip, and a missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).